Event description:
Additional information was provided from the patient's funeral home indicating that the patient had passed away due to natural causes and the patient suffered from cerebral palsy for her entire life, seizures for three months, and sleep apnea. They also stated that there was no indication of a medical device being explanted from the patient.

Event description:
During follow-up for a potential generator replacement candidate, a company representative was notified that a patient had passed away. No additional relevant information was received indicating the patient's cause of death. The manufacturing records for the patient's implanted device confirmed that it had passed all inspections prior to release for distribution. A battery life estimation was performed using the available programming history and per the programming data, it was expected that the patient was still receiving therapy at the time of death. No additional relevant information has been received to date.